Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residues were present in the auxiliary air/water channel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was displayed due to a failure of the plug unit, dents in contact pins with minor scratches and chips were found. The cause of the foreign material was no able to be confirmed, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had no picture. The issue was found during reprocessing. There were no reports of patient harm.